Event description:
A complaint received by proxy biomedical on the (B)(6) 2012, via the polyform distributor boston scientific (bsc) states that a pts injury has occurred. Bsc informed proxy biomedical that no additional information is available for this complaint. The report was made by the pt's representative (bonnie e. Spencer, address and contact number unk). The pt is identified as '(B)(6).'; their age, weight, height or medical history is unk. The polyform product lot number has not been provided to bsc. The hospital where the implant procedure occurred is not known. It is unk if the intervention surgery to explant the polyform mesh took place. The date of implantation is unk. No other information regarding the product or the pt is available at this time.

Manufacturer narrative:
Evaluation - device was not returned for evaluation. Conclusion: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. A number of potential injuries are a documented risk associated with the polyform device - reference design fmea and polyform product insert (instruction for use).